Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence with urethral detachment. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent the following procedures on (B)(6) 2005, excision of anterior wall vaginal nodule due to anterior vaginal wall nodule. It was reported that the patient underwent the removal of inferior portion of mesh with periurethral fibrotic tissue due to vaginal nodule with pain and tenderness and extrusion of vaginal mesh on (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.